Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt contacted their rep back in march because it was not working or charging (ps understood the implant battery). The representative gave the pt the phone number to call patient services but they did not call in march for they ignored the situation. Pt noted they don't tend to use the ins for they use it twice a year. Last night the pt called their doctor who installed the ins because the pt lost quite a bit of weight and the belt caught onto the stimulator and ripped. When asked to clarify pt said where the ins was on their lower back it sits above where a belt sits on the pants. When the pt got out of their car the belt moved up and caught the top of the ins and jerked it downwards so pt had a lot of swelling in the area and pain going down their legs after. Pt contacted their doctor about it and they advised the pt to go and try to turn the ins on to make sure they did not pull one of the leads out of where it was suppose to be. The pt ran into into the problem that they had before where the ins had gone into a dormant mode (see rtg0340118 for reported case). Pt attempted to go through passive recharge mode twice butthe ins was not charging, pt got a message eventually that the battery was empty and last night it showed a red with no charge. When attempting to recharge the implant the controller battery did deplete from 100% to 90%. Pt was trying to charge the ins but they were getting poor recharge quality and they did the cycle over and over again and mentioned they went through the passive recharge mode again. One the call pt noted their ins battery was reading 30% but they were getting poor recharge quality. When asked for an event date pt said last night, and they probably last charged their ins 6 months ago. The patient was redirected to their healthcare provider to further address the issue. Ps also advised pt to contact their medtronic rep since pt had their phone number.